Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error alarm and low battery alarm. The customer's blood glucose level was unknown. It also stated that reservoir was randomly came out the insulin pump. The customer will not return insulin pump for analysis.